Manufacturer narrative:
This event occurred on an unspecified dates in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot #: update lot r18f04u90 to lot r18f04090. A batch review was conducted for all three potential lots and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. (B)(4). Potential lot numbers are r18d16099, r18g09139 and r18f04u90. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of five clearlink duo-vent continu-flo solution sets were broken which caused them to leak. This was identified after use. There was no patient injury or medical intervention associated with this event. No additional information is available.